Event description:
It was reported the patient had the device repositioned as it had started to erode under her rib cage due to her position in her wheel chair. The hcp tunneled the existing catheter over to the patient's left hip, made a new pocket, and placed the pump in the new hip pocket. The hcp attempted to manually remove the connector, but could not get it to release. The hcp was able to use a haemostatic clamp to remove and visually inspect the connector. The connector was replaced. The patient experienced no symptoms. The patient recovered without sequela.

Manufacturer narrative:
.